Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for unknown indication for use. It was reported that the patient was having a pocket revision due to the fact that the patient lost a lot of weight and the ins was moving around. The hcp made the pocket smaller and fixt the ins. The ins was no deeper than 2 cm. Before closing the pocket, we wanted to measure impedance. We took the smart programmer, put the communicator in a plastic bag. There was no connection possible with the ins (two attempts). The ins of the patient was programmed with a n'vision, however, it should be possible to measure impedance with a smart programmer. I saw two serial numbers on the screen: the first one was of my demo battert and the second one appeared on the screen after saying: retry, so the second one should be the one that was implanted. The second serial number looked strange to me. It was something like njy000000 and I was not able to connect with this ins. After two attempts the hpc did not want to spend more time on this and we did not measure impedance. I checked the ins serial number with the physician in their system: it was something like njy457777n. The hcp thought it very strange that if the communicator is on top of the ins, no connection is possible. No intervention done. Patient will visit the clinic a week after for check-up. It was later reported that the hcp had used diathermy during or. He knows that this is a contra-indication, but thought it still alright to use. This has caused por on neurostimulator. The issue was confirmed resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: th90p02. Product type: mobile platform. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.